Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used. Unable to confirm adhesive anomaly on opened/used sensor. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call for high blood glucose. Customer blood glucose was under 525 mg/dl. Customer states that she is having problems with her sensor. Customer states that the last 5 sensor the tape has not been sticking and the sensor kept popping out. Customer states that sunday night she kept getting a whole bunch of alarms saying sg value not available. Customer states that she tried to connect with the sensor and was not able to connect the sensor and transmitter. Customer states that the last sensor was bent. Customer states that she did not save the other sensors. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.